Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had an MRI done on saturday and after they were done, they turned the therapy back on and they noticed they started to leak again. Patient stated after they put the device in, they were staying dry almost all night and all of a sudden, they were back to leaking. Patient said they turned it up on sunday but they don't know if the therapy was on or not. Agent walked patient through connecting to their settings and patient confirmed therapy was turned on. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.